Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a fall and presented in clinic. Upon interrogation, the right atrial lead exhibited loss of capture and loss of sensing. A chest x-ray was performed and confirmed the lead was dislodged. The patient presented for lead revision procedure. During repositioning, the helix wound not retract back into the lead. The lead was removed and replaced on (B)(6) 2019. The lead was removed without any patient consequences, and the patient left the procedure in stable condition.